Event description:
It was reported that the patient presented in the hospital. It was noted that the right ventricular lead was dislodged as confirmed via x-ray and there was an unspecified helix rotation issue noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in two pieces with the helix partially extended and clogged with blood/tissue. After cutting, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.